Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during the procedure, the tip of the drill broke. Reportedly, at least the length of the tip (2 cm) remained in the head of the left femur. The surgeon tried to remove the piece of drill but he was unsuccessful. Patient outcome was reported as good. This report is for one (1) drill bit for 5.0mm recon screws/large qc. This is report 1 of 1 for (B)(4).